Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the adapter had caused a leak of insulin into the cartridge compartment of the infusion device. The lot number of the adapter was not provided. The patient experienced elevated blood glucose levels. No adverse event was reported. The adapter was requested to be returned for product evaluation.